Event description:
Dr performed a lateral release using a 90 deg ablator. He requested the staff provide him with a chisel ablator but there were none available in the hospital (no rep was present for this procedure) so he agreed to try a 90 deg ablator instead. Pt presented post op with a scar. No further information on the pt at this time.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4). (B) (4).